Manufacturer narrative:
The transmitters associated with this complaint were requested for investigation. However, only one of the transmitter assemblies was returned for investigation (serial number: (B)(6)). Investigation of the device was unable to replicate the alleged issue. After fully charging the battery, the unit operated for 13 hours and 05 minutes on the active setting at maximum power index. In addition, the investigation found a damaged component as l12 was broken. A potential cause could be dropping the device onto hard surface. However, the damaged component did not contribute to the report of an electric shock. The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out as a potential cause. Additionally, the patient having contraindicating conditions, severe force applied to the implant, excessive twisting, stretching, bending, and implanting the device in an off-label location have been ruled out. The stimulator is used to treat pain. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended. Refer to issue-2025-0004 for additional investigation details and risk assessment for broken l12.

Event description:
The patient reported an electric shock down their arm which caused their arm to seize up while using one of their transmitters. The patient was sent a new transmitter and they are doing fine.

Manufacturer narrative:
The transmitters associated with this complaint were requested for investigation. However, they have not yet been received by curonix hq. The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out as a potential cause. Additionally, the patient having contraindicating conditions, severe force applied to the implant, excessive twisting, stretching, bending, and implanting the device in an off-label location have been ruled out. The stimulator is used to treat pain. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported an electric shock down their arm which caused their arm to seize up while using one of their transmitters. The patient was sent a new transmitter and they are doing fine.